Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target was located in the moderately tortuous and severely calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.